Event description:
It was reported that in facility, when the operator was placing 12 units of the 7655405, no ¿click¿ representing engagement was heard during attachment of the catheters to the extension tubing. Another pull was applied and it was found that the catheters could not be engaged with the extension tubing. Other extension tubing had to be used for re-securement." This report addresses the ninth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.